Manufacturer narrative:
A device history record (DHR) review was not performed as there was no identifiable serial number provided.

Event description:
It was reported a patient presented in clinic feeling symptomatic with oversensing noise and inhibition of pacing noted on the right ventricular (rv) lead. Low pacing impedance and loss of capture were also noted, the physician suspected an insulation breach. The patient had a viral infection so programming changes were made until the lead was able to be revised. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.